Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, when conducting the pulmonary vein isolation and when near completion, the patient was noted to be hypotensive and a pericardial effusion was diagnosed via echocardiogram after noticing a tamponade using fluoroscopy. The procedure was stopped and a pericardiocentesis was performed in order to stabilize the patient. There were no performance issues with the device.